Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 116mg/dl at the time of the incident. It was also reported that the insulin was squirting during manual prime process. It was reported that the drive support cap had no damage. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test and rewind. Unit alarmed motor error during basic occlusion test due to lose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corner.